Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would count down after the blood sample was applied to the test strip, but instead of displaying a reading, would just power off. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at approximately 8:50am, the patient reported the alleged issue occurred. The patient reported managing her diabetes with levemir insulin, 5 units twice a day, and humalog insulin adjusted based on carbohydrate intake. The patient denied making any changes to her usual diet, activity level or medications due to the alleged issue. Immediately after the alleged issue occurred, the patient reported having developed symptoms of "almost passing out" and immediately ate "cake frosting" in response to the symptoms, and felt better shortly after. The patient denied testing on another device. At the time of troubleshooting, the patient reported the subject meter battery did not need to be replaced per the recommended battery life/ usage. The cca noted there was no misuse of the product and this was not the first time the meter had been used. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or medical intervention that suggest a serious complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.